Event description:
During a routine hemodialysis treatment, a reported pt blood loss of 50 cc occurred. It was reported that following manual air recovery steps and reconnection of the pt lines, a venous pressure high alarm occurred and the filter appeared to be clotting. A partial rinseback of the pt's blood was performed. No medical intervention was required.